Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Lead remains implanted.